Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of speci fication during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary:during analysis the radiofrequency programmer head tested out of specification on its uplink tests and therefore its cable was replaced. Product ID: 229047 software analyzer. (B)(4).